Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Lens work order search: no similar complaint type events reported for units within the same lot. Device evaluation: lens was returned in a case/vial in liquid with residue on the lens. Visual inspection found a black marking on the lens. Claim#: (B)(4).

Manufacturer narrative:
Brand name: collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4).

Event description:
A cc4204a intraocular lens, diopter +19.5 was requested to be returned. Reporter states that during the loading process it was discovered that the lens has an "unremovable particle" on it. There was no patient contact with the lens. This occurred on (B)(6) 2019.